Event description:
Same case as MDR ID: 2134265-2014-01922. (B)(4). It was reported that in-stent restenosis, myocardial infarction and st elevation occurred. On an unspecified date, the patient was referred for cardiac catheterization. In (B)(6) 2011, the index procedure was performed. The target lesion was a long de novo lesion located in the mid left anterior descending (lad) artery extending to distal lad with 90% stenosis and was 35 mm long with a reference vessel diameter of 2.8 mm. The lesion was treated with pre-dilatation and placement of 12mm x 2.50mm taxus element and 12mm x 2.75mm taxus element stent. Following post dilatation, the residual stenosis was 0%. In addition, a non target lesion in the proximal right coronary artery (rca) extending to distal rca was treated with 3 unspecified drug eluting stents. In (B)(6) 2013, the patient was diagnosed with st elevation myocardial infarction (stemi) and the patient's cardiac enzymes were found to be elevated and a myocardial infarction (mi) has been reported. On the same day, an ECG was performed suggesting a non q-wave mi. It was observed that the patient experienced ischemic symptoms. The 90% focal in-stent restenosis of the previously placed study stents located in the mid lad extending to proximal lad was treated with drug eluting stent. Following predilatation the residual stenosis 0%. Also vascularization was performed in ramus. Two days after, the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the 80% stenosis was located in the proximal left anterior descending (lad) artery and not in the 1st diagonal as previously reported.

Manufacturer narrative:
Describe event or problem corrected and updated. Relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that prior to the index procedure, the patient presented with unstable angina. The target lesion was also treated with a non-study stent placed in an overlapping manner. Following post-dilation, residual stenosis was 10% and not 0% as previously reported. Also, the non target lesion was treated with placement of 2.75 mm x 33 mm, 2.75 mm x 18 mm, 3.00 mm x 23 mm, and 3.00 mm x 12 mm non-bsc drug-eluting stents in an overlapping manner. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the 90% focal in-stent restenosis extended to the distal lad and not proximal lad. The lesion was treated with a 2.25 mm x 28 mm non bsc drug eluting stent. Additionally, the 80% stenosis in the first diagonal was treated with a 3.00 mm x 14 mm non bsc drug eluting stent with residual stenosis of 0%. Two days post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Date of birth: (B)(6) 1946. (B)(4).

Event description:
It was further reported that the target lesion was located in the proximal left anterior descending artery (lad) extending to the distal lad. The lesion was treated with predilatation and placement of a 2.75mmx12mm, 2.5mmx12mm taxus¿ element¿ drug eluting stents and a 2.75mmx18mm non-bsc non-study stent in an overlapping manner. Also, the non-target lesion in the distal right coronary artery (rca) extending to the proximal rca was treated with placement of a 2.75mmx33mm, 3.00mmx 23mm, 3.00mmx12mm non-bsc non-study stents in an overlapping manner. In (B)(6) 2013, the patient presented with typical crushing chest pain. The 80% stenosis located in the proximal lad extending to the first diagonal was treated with angioplasty balloon and placement of a non-bsc drug eluting stent.

Manufacturer narrative:
Date of birth: 1946. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).